Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was hospitalized for the hernia. The cause of the hernia was unknown. The patient underwent hernia repair surgery as treatment for the event. Dianeal therapies were ongoing. At the time of this report, the patient remained hospitalized for the hernia event. The recovery status of the patient was not reported. Additional information is not available at this time.